Event description:
It was reported that the insulin pump has been alarming motor error. Customer stated that these alarms started to occur 6 months ago. For two months it happened once in a while and last one was on (B)(6). Error alarms were checked in history and none found. Blood glucose is 11.3 mmol/l. It was stated that the motor alarms occurred during insulin bolus and basal delivery. No significant events leading to the alarm. Customer does not use the sensor feature and is able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with a blank display due to severely corroded battery tube and battery cap contact noted. Unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and motor error alarm due to blank display. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing end cap sticker, stained address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.